Event description:
It was reported that oversensing on the lead resulted in an aborted therapy. Lead issue suspected. Lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.